Manufacturer narrative:
The device is no available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 32" (81 cm) appx 6.3 ml, 15 drop admin set w/0.2 micron filter, rotating luer w/filter cap, bag hanger was found to have air in the filter towards the end of infusion and the medication involved is taxol 275ml/hr. There was patient involvement but no harm was reported.